Event description:
At 0700 the hospital's active directory server lost power. By 0730 all beds went into a "hold" status. All monitoring had stopped. It came back on line at 0930 when the active directory(a/d) server came back on line. Obix relies on light weight directory protocol (ldap) through active directory for operation. They only have the ability to program one active directory server.the a/d server that obix chose as an authentication source was at a remote location. We since had that changed to a local server. Obix does not currently have the capability for ldap to switch over to an alternate a/d server in the event of a failure. We think this is a design flaw as an a/d loss brings the entire system down. This has happened at least twice in the past few months.the obix system functions as the primary patient monitoring system for a 27 bed l&d unit for patients with high risk pregnancies. If the system fails, there is no way to monitor all the patients in the department.======================manufacturer response for perinatal data system, obix (per site reporter).======================they indicate the issue will be resolved with the next version of software.